Manufacturer narrative:
(B)(4). A photograph was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph revealed that burn marks were present on the chamber. The issue was determined to be caused by the external supplier that manufactured the chamber. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black spots were observed inside the tubing of a solution administration set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.